Event description:
The customer reported a tubing disconnection; subsequently, a leak of a chemotherapeutic agent was noted. The secondary tubing set was connected to an unspecified primary tubing set and was being used for piggyback delivery of an unspecified concentration of cytarabine. It was reported that two minutes later, the secondary tubing set disconnected from the clave secondary port on the cassette of the primary tubing set and an unspecified volume of the solution leaked onto the floor. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.